Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced mild infection at the ipg site. The patient is to consult the physician as the next course of action.

Manufacturer narrative:
Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing.

Event description:
Additional follow up identified the infection was not determined during the patient's last consultation (date is unknown).